Manufacturer narrative:
Follow-up #1 date of submission 05/05/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings:a review of the pump black box data revealed a loss of prime associated a low, non-zero force. A loss of prime was not duplicated during testing. The force sensor calibration reading tested low. The pump case was removed, and the force sensor resistance reading was within specifications. Unrelated to the complaint, the pump was powered on and the display screen appeared faded and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.